Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 522 mg/dl at the time of incident, but was 485 mg/dl during the call; customer treated with insulin and manual injections. Customer reported thirst as a symptom. Customer found a low reservoir alert in the alarm history. Customer reported a past keypad anomaly. The customer was advised to discontinue use of the device and to revert to a backup plan. Customer was informed that the device would be replaced, and to return her device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The pump was received with intermittent act button response due to a flattened button dome switch. No unlocked lcd keypad connector was noted during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.